Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. It was believed that the ra lead had dislodged. Therefore, the physician made a decision to repositioned this ra lead. No additional adverse patient effects were reported.